Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the log files and testing at the bench level confirmed that the real time clock (rtc) was functioning properly, however, it was noted that the rtc was reset twice in the past. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The main root cause is undetected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the date of the log files is no longer counting up. The controller was replaced. No patient complications have been reported as a result of this event.